Event description:
It was reported that the patient presented at clinic due to their implantable cardioverter defibrillator (ICD) exhibiting myopotential oversensing. No intervention was performed. Patient condition was stable.